Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked o-rings and stopper groove for anomalies. None were found. Ran basal and bolus leaking test by filling the reservoir with diluent and connecting it to a new infusion set, installing reservoir and connecting it into a 7 series insulin pump. The testing conclusion was that the reservoir did not leak and was not occluded. Please see medwatch report number 2032227-2015-60884.

Event description:
It was reported that, for four years, off and on, the customer experienced dangerous low blood glucose levels after changing the reservoir and going through the priming process. The caller stated that the customer was not connected to the insulin pump when the prime process was performed. The caller stated that she has pages of observation regarding the customer's insulin pump and a week's worth of recordings of the customer's sg vs bg values that she would like to send. She stated that she has typed a few pages of things that she has observed. The mother declined performing an upload to carelink in order to properly load the data. She agreed to send the pages via e-mail. The caller stated that the customer passed away at home on (B)(6) 2015. The caller stated that the official cause of death is still unknown. The customer's blood glucose at the time of death was 97 mg/dl. The customer was wearing the insulin pump at the time of death.